Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "d" cable was unable to be recognized. The cause for failure was a defective q1 component. The root cause for the defective q1 could not be positively identified. No adverse event resulted from the damaged belt.